Event description:
No blood glucose levels reported. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis in the past. The customer reported that the tubing of the insulin breaks or stretches which prevents insulin from getting delivered. The customer reported that they were going to transfer to another company for the insulin pump. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).